Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range. The ccc specialist explained to the customer that hcg auto-dilution requires sampler to enter tube/cup a second time if performing auto-dilution routine. The tube/cup cannot be moved from original location until processing is complete. If tube/cup has been moved, no sample will be aspirated, and the resulting value would be less than 1.0 miu/ml. Customer is unsure if sample was moved prior to second sample probe entry. The customer does not know if the sample was removed for other tests during processing. The ccc also noticed an empty cuvette cartridge message on screen, which was ignored by the customer. The customer reran the sample neat and obtained a result as expected. Ccc also instructed the customer to adjust the assay measurement range from '0' to '1', in accordance with the instruction for use for the method. The adjustment would trigger a "below assay range" flag for results <1. A siemens headquarter support center (hsc) reviewed the instrument data, which indicated that there was a lack of delivery of sample which could be due to an incorrect sample, specimen integrity, or a sample that was moved to run an additional assay prior to the hcg being sampled. The cause of the discordant hcg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, false negative human chorionic gonadotropin (hcg) results were obtained on one patient sample upon initial and repeat testing on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.